Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with laparoscopic cholecystectomy.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent interstim stage I, interstim ii, fluoroscopy for placement interstim lead, impedance check on (B)(6) 2013 due to overactive bladder, urgency and urge incontinence. It was reported that patient underwent mesh removal on (B)(6) 2014 due to eroded mesh. It was reported that patient concurrently underwent da vinci robotic laparoscopic sacrocolpopexy and culdoplasty w/artisan graft implant on (B)(6) 2014 due to recurrent vaginal vault prolapse, cystocele and enterocele. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted due to sui, cystocele and rectocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.